Event description:
Patient was on operating room table and was being moved into trendelenburg position when the bed hit about 23 degrees and the slider stopped holding, causing the patient to slide. Patient remained mostly stable of table by the hug-u-vac and allen positioners. Bed was set back to neutral position and trendelenburg tried again with same results. Bed brought back to neutral position for the rest of the procedure. Pt was placed at 20 degree position for remainder of procedure. No patient injury or harm.